Manufacturer narrative:
(B)(4).

Event description:
It was reported that" the pilot balloon inflated but the cuff didn't inflate during the inflation test before use. Therefore, a new kit was used instead". No patient involvement.

Event description:
It was reported that" the pilot balloon inflated but the cuff didn't inflate during the inflation test before use. Therefore, a new kit was used instead". No patient involvement.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that" the pilot balloon inflated but the cuff didn't inflate during the inflation test before use. Therefore, a new kit was used instead". No patient involvement.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of "unable to inflate - cuff" was confirmed based upon the sample received. Upon functional inspection, the inflation line was found to be obstructed at the distal end of the pilot balloon which prevented the balloon cuff from inflating properly. A device history record review was performed, and no relevant findings were identified. The root cause of this issue is manufacturing related. An investigation was opened within teleflex and was previously initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.